Event description:
It was reported that an altitude alarm occurred. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to the customer¿s blood glucose level. After removing the obstruction from the speaker holes, the alarm cleared. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.